Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the rf head was replaced. (B)(4).

Event description:
It was reported that the signal strength indicator on the radiofrequency (rf) head showed only a grid of yellow when the head was on the pacemaker. The green light was not illuminated and the head failed to read the pacemaker information. The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.